Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were scissoring and not holding in place. A second like device was used to complete the procedure. There were no patient consequences reported.